Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) evaluated the subject device. As the result of the investigation, there was no malfunction at the instrument channel, section connector, distal end, instrument channel outlet and elevator channel plug of the subject device. Also, it was found that there was float gap of bending section cover glue of the subject device. Omsc checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: s. Aureus and bacillus sp (2cfu / 100ml). Elevator wire channel: s. Aureus and bacillus sp (1cfu / 100ml). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) using peracetic acid. The user conducted cleaning and disinfecting again, then microbiological testing was conducted. However microbes were still detected. Other information was not provided such as the number and type of microbes about the second microbiological testing by the user facility.